Event description:
New information notes externalized conductors were observed distal to the proximal coil and also at the level of the tricuspid value. No electrical anomalies were detected.

Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead was capped due to an insulation anomaly.